Event description:
Reporter states, the surgeon implanted the hip stem and was ready to implant the femoral head. Prior to implanting the femoral head the surgeon noticed the finish of the morris taper did not appear polished. At this time the surgeon elected to explant the hip stem and implant a alternate hip stem. There was a delay in surgical and anesthesia time > 30 minutes due to this event.

Manufacturer narrative:
Eval results would suggest that this event would not be associated with the device. The returned hip stem is in compliance with engineering specs and will function as intended by design.